Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the lgn dis fem wdg trl 10mm sz 5 confirms the top and bottom screws are missing from the device, rendering the device inoperable. These screws are stuck inside the size 5 right femoral trial. The device exhibits signs of significant wear and usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a legion screw-on distal femoral wedge trial 10mm size 5 broke off from a legion oxinium constrained femoral trial size 5 right. Surgery was completed with a backup device, without any delay. Instruments were outside the patient. Patient was not harmed as consequence of this problem.